Manufacturer narrative:
The recipient reportedly elected revision surgery due to abnormal it results. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis revealed fatigue breaks on the wires. The device was passed some of the electrical tests performed. The device passed the mechanical test performed. The reported complaint of sound quality issues was verified during this analysis. The scanning electron microscopy (sem) analysis revealed broken wires at the fantail location which exhibits evidence of fatigue breaks. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. During explant surgery the soft tissue mass was removed. A tip fold over was also noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient is presenting with sound quality issues. A CT scan revealed a soft tissue mass. Revision surgery is scheduled.